Event description:
It was reported that a percutaneous coronary intervention (pci) was performed for a 30% in-stent restenosis in the mid right coronary artery (rca) and an in-stent chronic total occlusion (cto) in the posterolateral (pl) branch. After an asahi caravel microcatheter was advanced to the mid-distal rca over an asahi sion blue guide wire, the guide wire was exchanged for a pilot 200 guide wire (abbott). Multiple attempts were made to advance the guide wire through the occlusion to the distal side of the stent in the pl branch. The caravel microcatheter was removed and a 2.0×15 mm mini trek balloon (abbott) was delivered to the occlusion, followed by inflation at 10-12atm for 5 seconds. Repeat angiography revealed approximately 30% residual stenosis with timi grade 3 flow. Under the fluoroscopy, tip of the caravel microcatheter was found broken and part of the catheter tip remained on the guide wire. The entire device system was then removed as one unit. During removal, the catheter fragment remained within a brachial artery branch. The blood flow in the brachial artery was normal and limb function was not affected. After communication with the patient and his family, the physician decided to leave the catheter fragment in situ and to follow-up monitor the patient. The procedure was completed successfully. It was informed that the patient was discharged without any issues after the procedure. The physician commented that the calcified lesion and metallic stent at the occlusion site might have cut the tip of the caravel microcatheter during rotation of the microcatheter.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Device evaluation could not be performed because the affected device was not returned. The provided photos of the caravel microcatheter showed that the distal segment of the catheter tip was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information including the photos, results of lot history review, and referring to known similar events, it was presumed that torsion generated with torquing manipulation might have been locally accumulated on the subject segment of the caravel microcatheter while the catheter tip was trapped by the calcified lesion and/or the struts of the existing stent. Consequently, the distal segment of the catheter tip was torn off. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.) ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) ~ this microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunctions and adverse effects] ~ separation.